Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The electrode belt was unable to complete essential performance testing. Upon investigation the electrode belt had numerous missing components. ECG "a", "b", front therapy electrode, and distribution node (dn) to rear therapy electrode cables were missing. The root cause for missing components was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. There's no indication that the damaged electrode belt caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.